Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
On the venous lumen the plastic has split leading to blood leak. Unknown amount of blood loss. Nw catheter was inserted.